Manufacturer narrative:
UDI (di): (B)(4). Analysis description: final analysis confirmed the reported complaint of lead could not be inserted into the pulse generator header. Analysis found clustered epoxy coating in the right ventricular-ring contact spring. This likely caused the reported complaint in the field. (B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the lead into the pulse generator header. Medical silicone did not resolve the issue and a setscrew anomaly was suspected. The device was not installed and a new device was implanted without complications.